Event description:
It was reported that on (B)(6) 2011 during an hcp office visit, the patient's pump settings were changed. The target value was changed to 150 mg/dl instead of 120 mg/dl and the basal setting was changed. Afterwards, the patient obtained blood glucose levels "in the 400s mg/dl" and he experienced the symptoms of frequent urination, increased thirst and large ketones. The patient's mother corrected his blood glucose level using an insulin injection via a syringe. His subsequent blood glucose reading was 296 mg/dl. Troubleshooting revealed the pump settings and basal settings were incorrect, which can contribute to high blood glucose levels. The patient was recommended to contact his physician for the correct pump settings as prescribed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect in that the pump settings were incorrect, which may have contributed to under-infusion of insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint as the pump information for the complaint date has been overwritten. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related with the complaint in the existing black box or alarm history. Pump successfully completed a 29hr flow accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.